Event description:
It was reported that during a da vinci-assisted surgical procedure, the image of the 30-degree endoscope was upside down. The technical support engineer (tse) had the customer remove the endoscope and rotate the base until the image orientation was correct on the screen, then press the clutch button on the arm and reinstall the endoscope. The customer confirmed the issue was then resolved and continued the case. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the site to remove the endoscope, rotate the endoscope base until the correct orientation is displayed on the screen, press the port clutch to clear the guided tool change (gtc) feature and reinstall the endoscope; following these actions, the issue was resolved, and normal functionality was restored. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the arm. The issue was resolved by reseating the endoscope and pressing the instrument clutch button. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.